Event description:
See updated information listed in section h10.

Manufacturer narrative:
New information provided in sections: b4, d4, g6, h2, h6, h10.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received. A review of manufacturing records was unable to be performed as the part and lot information of the device involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur. "Potential adverse events and complications...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)¿ loss of fixation... Malalignment of anatomical structures (i.e. Loss of normal spinal contours or change in height)." "Warnings, cautions and precautions...internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break." ¿post-operative warnings...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as other complications." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial one-level anterior cervical discectomy and fusion. Subsequently, a slight migration of the interbody cage and anterior plate from the anterior cortex was identified approximately one (1) month later. At approximately four (4) months post-op, further loosening of the plate as well as interbody subsidence was identified. No revision procedure has been reported to date. No additional patient consequences were reported. Report 2 of 2.